Event description:
Arterial dissection. The graft was successfully deployed. A dissection occurred when the iliac was re-ballooned to resolve an endoleak. An extender cuff was placed in the iliac to seal and treat the dissection.